Event description:
It was reported that during a lap cholecystectomy, the alleged applier scissored when fired across the cystic artery and duct. Case was completed with another clip applier. No pt consequence.